Event description:
There has been three incidents report of a split in bloodlines, resulting in blood spill, with air into the tubing, unable to reinfuse blood. Concern of negative impact to patient's labs, hemoglobin. No hospitalization or injury to the patients. No additional details were provided.